Event description:
It was reported that the patient presented for follow up, the pulse generator exhibited diagnostics anomaly. It was noted that the patient had an ablation where electrocautery was used. After a firmware download, normal device function resumed. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.